Manufacturer narrative:
The customer's reported problem was verified by functional testing. The root cause was circulating water temperature setting was set low. Therefore, the cause was that it was difficult to reach the overheat alarm setting temperature when the test button was pressed. Circulating water temperature was tweaked to correct the issue. Device passed all functional tests after repair. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the over-temperature alarm did not work in the instance that the highest temperature could not be reached regardless of waiting time. There were no patient harm or adverse events reported as a result of the event.